Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) had an error message ¿system computer needs service¿ occur. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The subsidiary¿s engineer went to the user facility and reconnected the cable of ccm with the base, then this unit came back to normal function. The reported complaint was confirmed. The service tech performed agitation testing of the pci interconnect cable and error ¿system computer needs service¿ occurred each time the central control monitor (ccm) testing was performed. The technician performed a thorough cleaning to remove corrosion and robust connection of pci interconnect cable, enabled ccm to perform properly. The unit operated to MFR specifications and was returned to clinical use. If add¿l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.